Event description:
It was reported the subject device had poor image quality. The event occurred during pre-use inspection for an unspecified, therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. This new reportable malfunction was confirmed. A definitive root cause could not be identified. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had poor image quality. The event occurred during pre-use inspection for an unspecified, therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.